Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that during a non-device related back surgery, the physician severed the patients leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 16023905/16080554.